Event description:
It was reported the pt lost stimulation and when she pressed the "+" button on her programmer she could not feel stimulation. A replacement programmer was unable to resolve the issue. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming around the invalid contacts allegedly was unsuccessful. It was reported the sjm rep will meet with the pt again and surgical intervention will most likely be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.